Manufacturer narrative:
Reported event. An event regarding inaccurate values/visuals involving a mako robotic arm was reported. The event was confirmed. Method & results. Product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: j2 bump stops were off. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that robot was inspected with no reported discrepancies. Complaint history review: a review of complaints in trackwise shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed to be potentially caused by loose j2 bump stops as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.

Event description:
Surgeon is insisting on service visit due to version being off in the past two thas.